Manufacturer narrative:
Concomitant products: product ID 8781, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type catheter; product ID neu_ascenda_cath, serial # unknown, product type catheter; product ID 8781, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
It was reported that catheter serial # (B)(4) were replaced due to end of life (eol) on (B)(6) 2014. The event took place on (B)(6) 2014. It was later reported that the pump and catheter serial # (B)(4) were explanted on (B)(6) 2014. The reason for removal was not indicated.

Manufacturer narrative:
Analysis of the pump revealed no anomaly. Analysis of the catheter serial # (B)(4) revealed significant twisting of the catheter body that may have affected infusion. Analysis of the ascenda catheter revealed acceptable testing. This catheter was returned in segments. The initial printout after the device was returned for analysis indicated that the pump contained morphine.